Event description:
The customer reported having issues with the control board. There is no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.